Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high ketones and high blood glucose between 300 to 500mg/dl, and the customer's glucose level was treated with an insulin pen. It was stated that the customer did receive multiple no delivery alarms. Troubleshooting was performed, and the high pressure test as well the displacement and self passed. No further information was provided.